Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed per specifications due to high readings. Also found the sensor cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via phone call that he had differences between sensor glucose and blood glucose readings. Customer tested his blood glucose and it was higher by 100-200 points. Customer estimates that his blood glucose was 313 mg/dl. Customer bolused but he does not remember the amount. Customer had interval calibrations and received a calibration error. Customer was driving in the car and stopped. Customer stated that he had hyperglycemia. Customer's sensor glucose was 100 mg/dl and his blood glucose was 415 mg/dl. Customer stated that he was high and that it was food related. Customer then received a no delivery alarm. Customer removed the sensor and the cannula was bent. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.